Event description:
It was reported that the patient knew something was wrong ever since his system was implanted. The patient stated that he told the hcp, but was told to seek counseling and psychiatrists because "it was in his head." The patient stated that the device was infected and the infection carried all the way up the brain. The infection went from the cervical to the hip. The patient begged to go home and the hcp sent him home with a pic line and an antibiotic injection. The patient reported that this "almost killed him". It was reported that the inside stitches was popping out and the hcp cut the stitches and put bandages on and sent the patient home without medication. It was also reported that the patient had previous bulge sticking out of his neck from the leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information stated the patient got a ¿massive¿ infection from their implant and they were still fighting the infection. It was stated the patient¿s trial worked and they got some feeling back in their hands. It was noted the patient¿s stitches were popping out and puffy but reportedly the patient¿s doctor told them it was in their head and sent them to a psychologist. It was reported the patient went to another doctor that told them they had an infection and should get to the emergency room. It was stated the patient¿s whole system was removed and they cleaned out what they could from the cervical area. It was noted the patient spent two weeks in the hospital and was without pain medication for two days. Reportedly, the patient stated they were told if they waited another 24 hours they would have died. It was stated the patient had to give themselves injections of antibiotics and the infection was in their head and ears and they had trouble hearing. The patient stated they thought the infection went to rest. It was later reported the patient still had the infection and they could not get rid of it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in pain and was sick after the device was implanted.